Manufacturer narrative:
Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The evaluation of the subject device confirmed the followings; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The reported event was not reproduced. Omsc assumed that the reported event was caused by defect of the cable or the terminal of the subject device. There is possibility that external stress or aging caused the defect of the cable or the terminal. If additional information becomes available, this report will be supplemented.

Event description:
When the analog output terminal of the device was used, the endoscopic image displayed on the second monitor was green. There was no report of patient injury associated with this event.